Event description:
It was reported the patient had not rec'd effective stimulation since implant. The physician undertook a peripheral trial lead procedure on (B)(6) 2013. It was reported the patient was receiving stimulation coverage during the trial. The physician planned surgical intervention at a future date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.